Manufacturer narrative:
See investigation attached. See reporting timing letter attached. - attachment: [ripojuly2019signed.pdf, timingletter19070490.pdf].

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Items not revised: acetabular cup "procotyl® l" beaded coated s.52 group e, catalog # pha0-6212, lot # 018525121, qty 1. Tige "anca fit?" Rev. Hap 1/3 proximal 11d, catalog # ppr67604, lot # v09239153, qty 1. Rim-lock biolox delta ceramic liner 36 group e, catalog # pha0-4510, lot # 18532086, qty 1.